Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.

Event description:
It was reported by the consumer that post implant a laparoscopic gastric band procedure, a leak was found in the band tubing near the locking connector area. The port was replaced and the tubing was trimmed at the site of the leak on (B)(6), 2010. Per the consumer the port was replaced as it appeared to be damaged and the surgeon thinks the damage may have occurred during a fill in february as the needle was bent when trying to access the port. The band was filled with 5ccs of saline during the procedure. The consumer reports weight loss and restriction. During a follow up visit on (B)(6) 2010 everything appears to be fine. All future fills will be done under x-ray to ensure the port is being properly accessed.